Event description:
During a non-emergency procedure to treat an 8mm aneurysm in his m1 segment, there was resistance/friction with three coils and during analysis, it was discovered that all three coils were damaged. A courier .017 microcatheter with a 90¿ angle was used in the procedure. The physician stated that upon insertion of the first coil, an 8x30 presidio 10, some resistance was felt, but the second 8x30 worked well. A 7x30 had the same result with resistance being felt. The coil was removed and a second 7x30 was used, but was also difficult to advance as well. Subsequently 8 more micrus coils were used and all were implanted successfully. The patient is doing well and the physician was happy with the final result.

Manufacturer narrative:
(B)(4). This is 1 of 3 mdrs being submitted for patient identifier (B)(4). Complaint conclusion: the device was returned for analysis; however, the microcatheter was not returned. Located 17cm and 21.4cm off the proximal end is a double connected kink. As viewed through the sheath, the distal section of the coil is undamaged. Compression (snaking) was observed. As viewed through the sheath, the proximal end of the coil is severely damaged. The coil¿s socket ring appears to have been lodged down inside the pet angle ring. Located off the ball tip, approximately the last two secondary windings have been severely damaged. The coil¿s socket has been lodged down inside the pet angle ring. The remainder of the coil is undamaged distal to the last two secondary windings off the ball tip. It should be noted that all three coils in the complaint have similar damage at the proximal end of the coil. The proximal end of the coil is severely damaged. The evidence suggests that distal interference may have contributed to the coil¿s resistance inside the microcatheter. The exact source of this interference cannot be determined. In addition; without the return of the courier microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.